Manufacturer narrative:
Initial.

Event description:
It was reported that the user had a ¿high¿ blood glucose reading after starting on the ilet and was frequently eating without announcing snacks, despite being advised to announce usual meals spaced four hours apart; the user reported no ketones, felt well, confirmed no site leakage or delivery alerts, and was using an inset 23" infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.